Manufacturer narrative:
Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 08/25/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose (bg) of 300 mg/dl with excessive thirst and moderate ketones. It was reported that there were air bubbles present in multiple cartridges. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was using the correct filling technique with the cartridges. This complaint is being reported due to the patient allegedly experiencing hyperglycemia due to air bubbles being present in the cartridge.